Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 11 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 11 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).